Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the customer reported that both bipolar and monopolar energy was not working. The customer had changed out the instrument and restarted the erbe with no change. The customer was getting no error or activation tones from erbe or system. The customer was able take control of the instrument. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer restart the system with no change. The customer was converting to laparoscopic to complete the procedure. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar and monopolar was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse observed that the energy was working with the field engineer (fe) tool kit. The isi fse replaced the erbe due to the surgeon being not confident that the energy was truly working. The isi fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to errors m-02-3/4-87. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding bipolar and monopolar was not working was not confirmed based on failure analysis. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion. The customer aborted after the start of the procedure due to energy on the erbe not working. Additionally, the iesu was replaced, and the failure was confirmed during failure analysis. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.